Manufacturer narrative:
Event site name: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the intra-aortic balloon (iab) had an autofill failure alarm. It is unknown when the malfunction occurred. There is no information about patient involvement. No harm is reported.